Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. One used sample presumed to be involved in the reported incident was returned for evaluation. Based on the visual and functional inspection was performed and the reported issue was not evident. The complaint report will be treated as not confirmed based on the results of the evaluation therefore a root cause could not be identified as related to a manufacturing/production process. Corrective and preventative actions will be limited to tracking and trending at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated the tubing was melted to itself and when she tried to separate it, the tubing leaked. There was no harm to the patient.